Event description:
The manufacturer's representative reported that the patient was experiencing sepsis and had "a few strokes" after pump implant surgery and remained hospitalized in the intensive care unit. The patient experienced fever and dehydration with changes in mental status. Cultures of the cerebrospinal fluid, device and wound cultures did not isolate any organisms. Enterococcus was cultured from multiple blood cultures, but was felt to be a contaminant. The etiology of the infection remains undiagnosed. Initially, the patient received oral antibiotics, but then the intrathecal catheter was removed and she was prescribed intravenous antibiotics. The pump was subsequently removed. The pump contained lioresal 500 mcg/ml; the patient did not experience withdrawal. It is believed that the infection has now resolved. The patient also experienced progressive deterioration in responsiveness. A new right occipital stroke was diagnosed by MRI 4 days after removal of the catheter. The hcp also believes that there are possible "watershed infarcts" which are more diffuse. The hcp indicated that these are probably embolic strokes due to severe baseline cerebrovascular disease and not related to the device or therapy. The device was implanted for management of spastic hemiparesis due to a previous stroke. The patient currently has "spontaneous eye opening and mouths some words." She continues to be managed with aspirin and intensive care. Same as manufacturer's report #: 6000030200602257.